Manufacturer narrative:
The reported malfunction was observed and attributed to a loose connection to a connector on a system interconnection flex cable. The connector interlock was replaced to correct the reported problem. Analysis of reports of this type has not identified an increase in trend.

Event description:
Complainant alleged that the device would power off and on itself. Complainant indicated that there was no patient involvement in the reported malfunction.